Event description:
It was reported that the acculink stent was successfully implanted at the bifurcation of the left internal and external carotid artery. The accunet retrieval catheter was being advanced when the non-abbott guide catheter prolapsed from the common carotid artery to the aortic arch. The accunet wire was found to be broken requiring carotid endarterectomy to remove the separated segment of the accunet. The patient status remained stable. The patiet was discharged home seven days after the procedure. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: glidewire/ terumo. Inflation: cordis. Guide cath: vista britetip/ cordis. Sheath: cordis. Stent: acculink. Evaluation summary: the embolic protection system (eps) was returned with blood in the filter basket and on the entire length of the eps, consistent with the reported use. Only the filter basket, guide wire and torque device were returned. The reported wire separation was confirmed. The core was separated at the proximal end of the hypotube. There was core visible in the hypotube at the separation. The separated portion was returned. There was no other damage noted to the eps. A hole gauge was used to measure the tip coil length of the guide wire, which met the manufacturing criteria. A laser micrometer was used to measure the outer diameter of the guide wire proximal to the hypotube separation. The outer diameter met manufacturing criteria. A snap gauge was used to measure the outer diameter of the obturator and this also met manufacturing criteria. The tip was tugged on to confirm that the core and shaping ribbon were intact. Scanning electron microscopy (sem) analysis was performed to evaluate the fracture surfaces of the separation. The results suggest that the ribbon failure may be attributed to ductile overload at a bend, consistent with the wire being bent beyond the material limitations. Based on the reported information, the non-abbott guide catheter prolapsed from the common carotid artery into the aortic arch. It is likely that the prolapse caused the wire to bend on the hypotube/core junction in such that it exceeded the material limitations causing the core to kink at the junction and ultimately detach. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents for detachment of device component or physical resistance reported for this lot. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. As part of the manufacturing quality process, all embolic protection devices and recovery catheters are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.